Manufacturer narrative:
Investigation: based on the details provided the advanta v12 had been implanted after the product had expired. The details indicate that the product had expired on 08 apr 2023. The implant date was on (B)(6) 2023 over 2 months after the product had expired as indicated clearly on the product label. The device nor the packaging were returned for evaluation. The device history record for this lot of device was reviewed as representative labels from this manufacturing build are attached to the DHR. The product label that is in place on the box and on the product pouch inside the box clearly shows what the expiration date of the product. In this case the expiration date was 08-apr-2023. The complaint has been confirmed based on the review of the labeling within the device history records as compared to the implant date of the device. There is no other allegation of a device nonconformance. Based on the details of the complaint, the root cause is a use error. A review of the finished good device history records (DHR), DHR 458690, was conducted. The review shows that this lot of advanta v12 covered stent passed all quality and performance requirements. There were no non- conformances noted. The expiration date was verified within the device history records as representative labels from this manufacturing build are attached to the DHR. A complaint history, complaint trend, and CAPA review did not identify any related complaints, capas, or trends to specifically aid in the investigation. A CAPA request was identified for an occurrence excursion for the hazardous situation of expired device is implanted with the harm of inconvenience or no clinical effect. The complaints that were associated with this CAPA request were reviewed and all had a root cause of user error. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. The instructions for use clearly states in the ¿contents¿ section ¿use prior to expiration date on the label" and the symbol that is present on the pouch and box labels near the expiration date is clearly defined as ¿use-by date¿ in the section of the IFU titled ¿symbols used on product labels¿. Based on the information provided in the complaint and the review of the device history records, there is no evidence to conclude that the device was faulty or manufactured improperly. Based on the investigation the root cause is user error. The product met all quality and performance requirements.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Sales rep visited customer to collect out of date stent. They were advised by customer that stent had been implanted/used when out of date. Customer advised they borrowed stent from vascular and used stent in ir. They advised no one noticed stent had expired on (B)(6) 2023.

Manufacturer narrative:
Corrected information: section b1 & h1

Event description:
N/a